Manufacturer narrative:
No sample received and no lot number provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the report upper lip injury. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated. The IFU states to discontinue the device if redness or skin irritation occurs. It is not clear how often the skin was assessed. The IFU states to reposition the endotracheal tube from side to side at least every 2 hours. The account reported repositioning approximately every 4 hours. The IFU says after application of the oral endotracheal tube fastener, check the patient frequently to ensure that both the oral endotracheal tube fastener and the endotracheal tube are secure and correctly positioned. The facility stated that although not fully determined at this time, the device was possibly placed on the patient too tight at initial application. We have concluded that the IFU was not followed. Additional inservicing is being conducted by hollister sales associates.

Event description:
It was reported that an anchor fast endotracheal tube holder appeared to have been placed on too tightly and the patient developed a significant hospital acquired upper lip pressure ulcer. The anchor fast device had been in place for 10 days. The ulcer went completely through the upper lip so that you could see their teeth. The treatment was the application of santyl and covering with mepilex lite. This was done daily and prn. The patient has since expired.